Event description:
A medtronic representative reported that he smelled a burning smell coming from the o-arm. The surgery was canceled with no impact to the patient.

Manufacturer narrative:
The initial report occurred on (B)(6) 2011 and was found to be a non-reportable malfunction based on the information available. This failure mode was determined to be reportable based on information received on (B)(6) 2013. This prompted a retrospective review of similar incidents from the past two years which resulted in the decision to file on this case. A medtronic representative went to the site to test the equipment and replace the power factor controller (pfc) board and motor battery charger components of the system. The rep found arcing at the rear of the pfc board. The motor battery charger was returned for analysis and found to be functional, however 2 of the relays were replaced due to visual burn marks. The rep replaced the pfc board and motor battery charger on the system. A system checkout showed that the system was fully functional and a successful case was completed using the system.